Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and the electrode pads were returned to zoll medical corporation and the customer's report was observed. The device was put through extensive testing with test pads and passed. The returned electrode pads have an expiry date of december 2016 and is the reason for the customer report. Review of the device log confirms the appropriate alerts were deployed for electrode pad expiration including a red status indicator. The device is not on the FDA PMA approved list and was scrapped at zoll. An approved replacement device was sent to the customer. The operator's guide advises users to check the status indicator daily to ensure that it is green and that the AED is rescue ready. Analysis of reports of this type has not identified an increase in trend.